Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2012-08804, reference MFR. Report: 1627487-2012-08827. It was reported the pt went to the emergency room due to "oozing" at both ipg and lead incision sites. The pt was prescribed antibiotics. It was also noted, the pt had been experiencing pain and numbness in her left side since the day after the implant. It started out in the front and spread from her sternum to her left side and to her spine. It was painful for her to raise the arm above her waist. The pain and numbness occurred when stimulation was off. The pt experienced inadequate pain coverage and received stimulation on her ribs. The impedance check revealed normal values except one invalid contact. Reprogramming the device was unable to resolve the issue. The lead had possible migration and the pt was scheduled for a lead revision. No further information is available at this time.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.